Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A product ID: d334drg, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product ID: 5076-52, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed endocarditis. The lead was explanted and not replaced. No further patient complications have been reported as a result of this event.